Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1726401, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) peg sealant was not placed in the vcd¿s shaft tube and the vcd failed to deploy. The user shuttled down completely. Manual compression was applied for more than 30 minutes to achieve hemostasis. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. It is unknown if the patient's hospitalization was extended or not. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) peg sealant was not placed in the vcd¿s shaft tube and the vcd failed to deploy. The user shuttled down completely. Manual compression was applied for more than 30 minutes to achieve hemostasis. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. It is unknown if the patient's hospitalization was extended or not. The patient was noted to have recovered. Additional information indicated that when the mynxgrip vascular closure device (vcd) shuttle was pulled up, there was no sealant in the white advanced tube. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The product analysis shows no evidence of blood on the device which likely indicates that the device was never inserted into a procedural catheter and the sealant was dry and in the manufacturing position. In addition, the distal tip of the catheter was cut and the tip was bent. The condition of the returned device does not match the description of the incident. Leak testing was performed on the balloon of the received device using the returned syringe. The results revealed no leak in the balloon. The balloon was fully inflated and pressure was maintained with proper functioning of the inflation indicator. A review of the manufacturing documentation associated with lot f1726401 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The condition of the returned device does not match the description of the incident. Multiple attempts to clarify the discrepancies were unsuccessful. Based on the information provided and the investigation performed, the event reported of a missing sealant in the advancer tube could not be confirmed and the root cause could not be conclusively determined. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.